Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The assignable cause for the return instrument/test failure (rite) for therapy monitor volume during fill 1, drain 1 and drain 2 was determined to be piston foam repositioning. A service history review of the device was performed and no issues were identified. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Drain 1 volume of 833.6ml was outside of volume range. There was no patient injury or medical intervention indicated at the time of the initial report.